Event description:
We had a case on (B)(6) 2025 where the surgeon had trouble hooking/positioning the 6.25mm malyugin ring (lot #: 211826) due to the patient's thin iris. The surgeon decided not to use it and when trying to remove it, it caused a small tear. The tear was in the iris. The surgeon sutured the iris to complete the case. So far, no other intervention was required.